Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that an occlusion alarm occurred. Customer loaded a new cartridge to resolve the issues. Subsequently, the pump indicated a data log corruption. Customer¿s blood glucose level was 166 mg/dl. Reportedly, customer continued using pump for insulin therapy.